Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath and into the pt's right femoral artery. Per x-ray the iab was in the correct position, in the aorta. The x-ray findings also showed the iab was "not kinked". The med could not aspirate blood from the "suction port". As a result, the iab was removed and another iab was inserted. There was no reported pt death. The pt did require medical/surgical intervention. The delay in treatment is listed as 10 to 15 minutes. Per the md, the pt experienced cardiogenic shock because of the delay in intra-aortic balloon pump (iabp) therapy. As a result, the pt was ventilated and underwent coronary artery bypass graft (CABG) surgery. Add'l info received on 10/19/2010 from the distributor stated that the iab was properly prepared prior to insertion and the iab was inserted 35 minutes prior to removal using the same site. The pt did not suffer cardiogenic shock during second insertion and pt outcome is pt is still alive.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.